Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary stenting drug eluting treatment procedure, stent damage was noted. The 99% stenosed target lesion was located in the severely tortuous left anterior descending (lad) artery. The physician unpacked the taxus liberte paclitaxel-eluting coronary stent 3x20mm, but after the device was removed from the protective loop, it was noticed there was proximal stent damage. The damage was noted prior to the device being inserted in the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient condition is reported as "good".